Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 736 mg/dl. Customer declined troubleshooting for high blood glucose. Customer stated infusion set was detached from the connector piece. Customer reported the insulin pump was not dropped with the set connected to their body. The device will not be returned for analysis.